Event description:
It was reported that (1) tsw45 was used during a lap gastric procedure. It was reported by the rep that the stapler failed and the pt had to be opened. There was extended or time. 10/23/00 there was extended or time by three hrs and thirty-four mins.